Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 6/11/2015: lot 147762: (B)(4) items manufactured and released on 2/12/2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported event. Amistem h stem lot 147819 - code 01.18.133 (k093944): (B)(4) items manufactured and released on 03/05/2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported event. Ceramic liner manufactured by (B)(4), not marketed in the USA. On 5/18/2015, it was confirmed that there are no similar issue registered on the same sterilization lots. On 06/01/2015 we have been informed that the explanted items will not return. On 06/03/2015 the medical affairs dir made the following comment: the root cause for this revision is reportedly an infection. The infecting agent has been identified. No reason to suspect it is coming from the devices.

Manufacturer narrative:
On 28 august 2015 it was prepared a final report with the information already submitted in the initial report. On 31 august 2015 the report was sent to the initial reporter and the case was closed.